Event description:
Pt participated in a (B)(4), 4-arm study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c5/c6 and c6/c7 with pedicle screws at c5, c6 and c7. Postoperative, pt experienced a stroke, requiring medical treatment. This is report 7 of 7 for this event.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.